Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12l13070 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The nurse could not confirm the event of peritonitis. The patient experienced abdominal pain and a urinary tract infection. The nurse stated they thought it was peritonitis but it was a urinary tract infection. The patient recovered from abdominal pain and urinary tract infection.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient experienced peritonitis and was hospitalized the same day for the event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. At the time of this report, the peritonitis was not resolved, the pt was not recovered, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.